Event description:
A hospital in (B)(6) reported that they noticed damage to the water feedset of an mr290 autofeed humidification chamber where it connects to the chamber. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage. Results: visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed no other complaints of this nature for lot number 110819. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).